Manufacturer narrative:
Concomitant medical products: 507645 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead warning and polarity switch due to infinite impedance values. In addition, lead noise could be reproduced with patient arm movement, and a fracture was suspected. The clinic planned to reprogram the rv lead off, and abandoned it. No patient complications have been reported as a result of this event.